Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant.

Event description:
In (B)(6) 2015, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient's si joint pain was resolved after the initial surgery but he later complained of new minor foot pain. CT scans revealed that the superior implant was impinging on the s1 neuroforamen. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the superior implant that was impinging on the neuroforamen and replaced it with a shorter implant in the same hole. The status of the patient following the revision is not yet known.